Event description:
The user facility reported that during surgery the vitrectomy cutter was not working. The cutter was still aspirating and creating bubbles in the line. There was no patient impact.

Manufacturer narrative:
The product evaluation has been completed. One 25ga vit cutter was returned in a plastic biohazard bag without the original packaging. The paperwork returned with the product indicates that the part number is se5425wvb and the lot number is x6155. The tip protector was not received. The needle is not bent. The port window is in the opened position. There is fluid in the aspiration line. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. However, the connection that is approximately 9-10 inches from the back of the vit cutter is loose. After tightening the connectors on the aspiration tubing, a functional test was performed. This cutter had good clean cuts and aspirated as intended. No bubbles appeared in the lines during functional testing. It should be noted that a loose connection on the aspiration line could contribute to air leak which could produce bubbles in the line. Due to evidence of use, the cause of the loose connection on the aspiration line cannot be determined. Nor can it be determined if the aspiration line connectors were loose at the time of customer use. This complaint will be confirmed based on the loose connection in the aspiration line. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.